Event description:
We are a special hospital caring for patients/residents who are medically complex with developmental disabilities. We have not been able to obtain our usual gloves and ordered the syntheticare pvc exam gloves. Our staff have reported difficulties with syntheticare pvc exam gloves. While wearing them to perform activities of daily living and perform various hospital functions, the staff report the gloves are tearing easily resulting in exposure to body fluids and/or hazardous products. We have reported the issue to our distributor. FDA safety report ID # (B)(4).